Event description:
The evis exera ii ultrasonic bronchofibervideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that due to clogging of the channel tube, foreign objects came out of distal end. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and as part of the asset return process in addition to the reportable findings documented in b5, non-reportable findings are as follows; the connection between the suction connector and universal code was loose; mask was deformed; due to damage on channel tube, water tightness was lost; due to peeling of acoustic lens, displayed ultrasound image was defective; acoustic lens and adhesive on bending section cover were detached; due to wear of angle wire, bending angle in up direction did not meet the standard value; ultrasonic connector had discoloration due to water leakage; and due to clogging of the channel tube, the suction function did not work at all. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures chapter 8 cleaning and disinfection equipment olympus will continue to monitor field performance for this device.